Event description:
Hosp reported an overinfusion of heparin on channel d during extra corporeal membrane oxygenation (ECMO). The pump was being used as part of the ECMO circuit. The rate was set at 2 ml/hr, and the volume to be infused at 9ml. Hosp alleged that the pump infused 40cc in one hour. A drug was administered to counteract the effects of the overinfusion of heparin. Biomedical engineering has been unable to locate this instrument.